Event description:
Physician performing a laser lead extraction, using the spectranetics clears cardiac lead removal system including the spectranetics cvx-300 excimer laser system with sls ii laser sheath and lld lead locking device, on a pt with a 10 year old fractured lead encountered complications with the pt losing blood pressure. The procedure was immediately taken to or for open heart surgical intervention, where a tear was discovered in the svc and innominate vein. Pt expired during surgery. Manufacturer notified of event. The excimer laser system had been checked 10 days prior by spectranetics and met specs recommended by MFR. The excimer laser system was checked post this event and was found to be working according to MFR specs. The disposable equipment was not available for evaluation, however, the packaging was available, it was a laser sheath kit clears catalog # 500-013, expiration date july 2009.